Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the downstream occlusion message during patient therapy (delivery rate unknown). A solution of d5 with potassium and sodium bicarbonate was administered using a 2c8519 set. The programmed volume to be infused (vtbi) was 950-ml for each of the unknown number of bags that were switched out during the infusion. After a bag was infused, the vtbi was reset. The unknown number of downstream occlusion alarms would occur towards the end of the multi-day infusion. The alarms were resolved by swapping out the tubing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event description has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6) hospital of (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported constant downstream occlusion. Baxter is working with the facility to mitigate the reported problem.